Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment and shaft break occurred. The stenosed target lesion was located in the severely calcified left main atrial septal. A 3.00mmx15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, after the 2nd inflation, cross-spinning of the balloon occurred in two points with detachment of the balloon and adherence to the vessel. No patient complications were reported.